Event description:
The customer reported the unit would not switch on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit would not switch on. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The issue was localized to a failed ac power supply. Replacing the ac power supply will resolve the reported issue.